Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient, access was smooth and the insertion of the guide wire went great. The dilator was easily threaded over the guide wire. The angle was low and everything was fine until the clinician tried to pull out the dilator and guide wire. They became stuck and would not come out. Since the clinician did not want to embolize the guide wire, she ended up pulling the guide wire, dilator, and introducer out as one. She then noticed the guide wire was caught on the introducer and it was stuck there. Another kit was opened to be used for the procedure, which was started over. They do not know if this caused a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the sheath tip was damaged during placement was confirmed. The customer returned one sheath/dilator assembly and one guide wire. Visual examination of the returned sample revealed that both the sheath and dilator tips were damaged. Microscopic examination revealed that the sheath tip was flared in one area from the guide wire pulling against it. Microscopic examination also revealed that the sheath body is dented or pinched at 6-7 mm from the tip. Microscopic examination of the dilator revealed that the tip is bent similar to when it was inserted or pushed against a hard surface or when force was applied during insertion. Functional testing was also performed by inserting a 0.018" long pin gage, same size as the guide wire provided in the kit, through the dilator with only a little resistance as it passed through the bent tip. No other resistance was felt. The dilator tip ID is specified at 0.019- 0.020" per graphic, but could not be accurately measured due to the damage. The returned dilator measured 9.25 cm in length and has a white hub. The returned dilator meets the length specification (length: 9.05-9.45cm). The sheath measured 7.1cm in length which meets specification length: 6.8- 7.2cm). The sheath tip inside diameter (ID) could not be other remarks: accurately measured due to the tip damage. The condition of the returned sample indicates that the dilator was retracted from the sheath tip while attempting to place the sheath into the vessel. This enabled the guide wire to be pulled against the sheath tip and get stuck. The IFU for this product, states not remove the dilator until the sheath is within the vessel to prevent sheath tip damage and then to remove the dilator and guide wire as a unit. A device history record review was performed and did not suggest any manufacturing related issues. Therefore, operational context caused or contributed to this complaint. No further action will be taken.